Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was being treated with transvenous phrenic nerve stimulation (tpns) for sleep apnea. The device exhibited oversensing of the tpns therapy during a ventricular paced event, which resulted in the patient receiving anti-tachycardia pacing (atp) and an inappropriate shock. The patient was hospitalized to investigate the event. The tpns therapy was reprogrammed and the event was resolved with no additional recurrences of the event. No additional adverse patient effects were reported.